Event description:
During the implantation procedure, it was reported that it was noticed that there was a kink in the coil on this lead. The lead was not implanted; a new biotronik lead was implanted. Note: qa was not aware of this case until november 29, 2011.

Manufacturer narrative:
(B)(4), 2011,a response from the manufacturer is pending.since the lead was not returned, the device history records were reviewed.the records did not reveal any abnormalities. No other information was available; no conclusion can be drawn.(B)(4): lead was not returned.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. Lead was not returned

Event description:
During the implantation procedure, it was reported that it was noticed that there was a kink in the coil on this lead. The lead was not implanted; a new biotronik lead was implanted.note: qa was not aware of this case until (B)(4), 2011.